Event description:
It was reported that when a noa device was connected to the ventilator, the ventilator makes noise and was auto-triggering. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. It was reported that when a noa device was connected to the ventilator, the ventilator makes noise and was auto-triggering. No ventilator malfunction was found during examination and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received logs did not reveal any technical error codes that indicate any technical issues with the ventilator at time of the event. Pre-use check prior and after the reported event date were passed without remarks. The received information stated that the noa device that was connected to the ventilator was of eku brand. The involved noa device has not been investigated. According to the user, the anesthetic gas outlet hose was filled with water (noa device). The water in the noa device has caused the reported noise. The trigger started due to the water in the anesthetic gas suction hose. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).